Event description:
It was reported that the light source's light is getting hot, the spare lamp comes on, and displayed an error code 101 during a diagnostic colonoscopy resulting in a delay of 30 minutes or greater. The procedure was completed using the same device with no further patient harm.